Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery display was blinking continuously when connected to the charger and controller. The battery will be exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The battery bat585212 was returned for evaluation. Various analyses were conducted and reviewed in order to e valuate the performance of the returned device in relation to the reported event. Failure analysis of the returned device revealed that the battery passed visual examination. Functional testing revealed that battery was unable to charge or provide power to a controller. Supplemental testing revealed there was a communication error between the gas gauge integrated chip (ic) that monitors the battery and reports information to the controller and the ic that measures cell pair voltages and provides safety protection when certain conditions are met. This communication error caused the battery to trigger a safety flags and become inoperable, thus flashing red on the battery charger. Additionally, this condition triggered cell under voltage flag and battery shutdown flag. A cell under voltage flag is triggered when a cell pair falls below a voltage threshold. The battery regained functionality upon resetting the flags. As a result, the reported event was confirmed. The most likely root cause of the reported event may be attributed to a communication error between the gas gauge integrated circuit (ic) that monitors the battery and reports information to the controller and the ic that measures cell pair voltages and provides safety protection when certain conditions are met. If information is provided in the future, a supplemental report will be issued.